Event description:
It was reported that the patient line of an amia automated pd cycler set leaked on two separate occasions. The patient was not connected at the time of the event. This occurred during an unspecified process step for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.